Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of the peritonitis was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized and expected to be discharged six days later. On an unreported date the patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. No additional information is available.